Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was entering a correction bolus when a malfunction alarm occurred and the pump stopped all insulin delivery. The contact stated that prior to the reported issue, the customer had experienced fluctuating blood glucose levels, which were unrelated to the pump. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.